Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found that the slap hammer had broken off inside the handle. The broken off fragment of the slap hammer was not returned for evaluation. The portion of the slap hammer that is broken off inside the handle cannot be removed for evaluation of the slap hammer fragment or the obstructed mating threads of the handle. The overall condition of the guide reveals general wear indicating it has been used multiple times. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Slap hammer broke off in revision impactor. Rubber was broken in attune impactor. Did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4): device property of: none, device in possession of: none, (B)(4): device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.